Manufacturer narrative:
Patient identifier, age or date of birth, weight, ethnicity, and race: no information available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the reported issue.

Event description:
The hospital reported an error causing a loss of mechanical ventilation. The patient was switched to manual ventilation. There was no report of patient injury.